Manufacturer narrative:
Company representative evaluated the unit. Corrections included repair of the solder joints at all connections on front panel. The unit was calibrated, performance and safety tested to factory specifications.

Event description:
Customer reported an issue with the dpm 6 monitor's mpm module, which may have affected ECG monitoring. No pt injury was reported.